Manufacturer narrative:
(B)(4).

Event description:
The glidethru sheath introducer split on the distal portion instead of from the hub. An entirely new kit had ot be opened in order to obtain another glidethru sheath. No patient harm reported. The patient's condition is reported as fine.

Event description:
The glidethru sheath introducer split on the distal portion instead of from the hub. An entirely new kit had ot be opened in order to obtain another glidethru sheath. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. Dried blood was observed on the exterior and interior of the returned components. No other components were returned. Visual examination of the returned assembly revealed that the dilator had punctured through the center of the body of the peel-away sheath. The puncture hole was located along one of the score lines; however, the sheath body was not peeled on either side of the puncture hole. It was also observed that the dilator hub was slightly ajar from the sheath peel tabs. The appearance of the damage is consistent with damage resulting from an attempted insertion of the dilator through the sheath; however, the dilator should not be advanced through the sheath during normal use of this assembly. Microscopic examination revealed the evidence of dried blood within the sheath body; however, no defects or anomalies were observed with the dilator tip or sheath score lines. The puncture hole in the peel-away sheath body was located 1.66" from the distal tip. The dilator body outer diameter measured 0.0775" which is within the specification of 0.076"-0.078" per dilator product drawing. The peel-away sheath body inner diameter measured 0.081" which meets the specification of 0.079" minimum per sheath body extrusion product drawing. The peel-away sheath outer diameter measured 0.099" which is within the specification of 0.096"-0.102" per sheath body extrusion product drawing. Therefore, the sheath body wall thickness is within product specifications. The dilator was able to be fully removed from the sheath without further damage. Significant amounts of dried blood were observed within the sheath body once the dilator was removed. After washing both components of dried blood, the dilator was able to fully advance through the sheath with minimal resistance and no blockages were observed. Product r & d owners were consulted as part of this investigation. It was noted that the dilator/sheath assembly ships with the dilator fully advanced (not ajar) with a protective tube around the assembly. Therefore, it can be confirmed that the components were manipulated by the customer. A device history record review was performed on the dilator/sheath assembly and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit cautions the user "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The IFU also instructs the user to insert the dilator/sheath assembly together: "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The dilator is then removed from the sheath prior to catheter insertion. At no point is the dilator inserted through the sheath during intended use, which contradicts the appearance of the damage observed. The customer report of damage to the peel-away sheath was confirmed through visual inspection of the customer supplied photos and returned components. It was observed that the dilator had punctured through the center of the body of the peel-away sheath. The puncture hole was located along one of the score lines; however, the sheath body was not peeled on either side of the puncture hole. The appearance of the damage is consistent with damage resulting from an attempted insertion of the dilator through the sheath; however, the dilator should not be advanced through the sheath during normal use of this assembly. A device history record was performed with no findings to suggest a manufacturing related issue. Based on the appearance of the damage and the customer report that the defect was identified during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.